Event description:
The user facility reported that a 71-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. A purge sidearm crack was noted when moving the patient to a different bed. A purge bypass technique was performed without issue. Sodium bicarbonate was used in the purge. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. An image provided by the site indicated a leak at the yellow luer, which was likely a result of sodium bicarbonate weakening the plastic. The root cause of the purge leak was sidearm yellow luer damage as a result of bicarb. This report is being filed as part of a retrospective review of historical records.